Manufacturer narrative:
Implant date added.

Manufacturer narrative:
The lead was returned for patient death. As received, only the connector end of the lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that had breached only the optim insulation due to friction of the lead to the device can was found at two locations and damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to cardiac arrest, congestive heart failure, cardiomyopathy and heart block. The patient died due to natural causes. No further information is available at this time.